Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was caller reported that for the last couple months, they have had trouble getting the implant to charge. Caller stated they have reset the controller. Caller added that 2 nights ago, they forgot to charge the implant and when they went to charge last night, the implant battery was in the red and would not go any further after about an hour. Reviewed use of aa batteries. Walked caller through resetting the controller. Pt saw no damage to the rtm or controller port but mentioned, they have dropped the controller a couple years ago. Caller then connected recharger and saw controller at 70% and ins in red recharging excellent. The pt then saw battery low [66] recharge your implanted device soon. When asked, pt confirmed they do wear the belt while charging ins. Recommended to monitor implant charging with replacement equipment. The issue was not resolved. An email was sent to the repair department to replace the controller, battery pack, and recharger. Pt stated on (B)(6) 2025 that they got replacement equipment but says they are still having the charging issues. They said ins wont charge past 30 percent. They did say that the new rtm doesnt heat up like the old one did. Pt was redirected to hcp. They said they have an appointment with hcp next week and said they requested a rep to be there. Pt called back on 2025-jan-24 stating they are still having trouble with charging implant even with new equipment. Pt stated they met with a manufacturer rep yesterday and spoke to them over the phone this morning but issue was not fixed. Pt stated the new recharger did not charge implant past 30%, and controller gets stuck on checking recharger. Helped pt reset controller and clean plug-in ports. Pt saw recharging not available [78]cannot continue. Install battery pack and try again, agent had pt take battery out and reinsert it. Pt saw no device found, and used old recharger, and got stuck on checking recharger. Pt then used new recharger replacement, and got stuck on checking recharger as well. Issue was not resolved, replacement controller request was sent to repair.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID 97755-s, serial# (B)(6) was returned for analysis and found the complaint was unable to be verified. They found no issues with finding or charging the implantable neurostimulator (ins). A recharger antenna was also found: sc_interrupt check. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.